Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 31mm 7300tfx valve, implanted in mitral position, was explanted after an implant duration of 1 year, 5 months due to unknown reasons. The explanted valve was replaced with a 31mm 11400m valve.

Manufacturer narrative:
H11: corrected data: after receiving additional information from the customer, it was determined that patient went under the explant procedure due to endocarditis infection. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant without a known source of infection (e.g., dental, surgical, or endoscopic procedures; IV drug use; recurrent endocarditis) is reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 31mm 7300tfx valve, implanted in mitral position, was explanted after an implant duration of 1 year, 5 months due to enterococcus faecalis endocarditis. The problem was discovered when the patient underwent an unrelated medical exam. The explanted valve was replaced with a 31mm 11400m valve. The patient was in recovery after the procedure.